Manufacturer narrative:
The device was received not deployed. The pink slide insert was not visible in the top housing viewing window. The exposed portion of the soft cannula was observed to not be in the needle well. The device completed first prime at 45 pulses. It was deactivated at 45 pulses, showing that second prime was never completed, causing the needle to not deploy. The needle never deployed, showing that the needle mechanism could not have deployed early.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the needle was found to have deployed early. The pod was not worn. As treatment, the patient applied a new pod.